Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced six infusion set leaking at the site event on (B)(6) 2024. The infusion set was in use for 24 hours respectively. The blood glucose level was 350 mg/dl at the time of event and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6. E1: patient city:(B)(6).